Event description:
It was reported that the user encountered repeat ¿unable to proceed¿ messages during routine supply changes, including an alert for motor stall, and was guided to remove all components and perform a dry run that completed successfully; after replacing with new supplies, the subsequent change was successful and insulin delivery resumed. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education, including a dry run and replacement of all disposable components. Investigation of this case revealed that the pump¿s motor stalled during consecutive attempts but functioned normally on dry run and with new supplies, indicating a transient stall likely associated with the infusion set or cartridge interface rather than an internal motor failure. It was concluded, based on previously established findings for similar reports, that the cause was use-related or supply-related obstruction leading to a temporary motor stall that resolved with fresh supplies.

Manufacturer narrative:
Initial.